Manufacturer narrative:
The biomedical engineer (bme) reported that the last night the ups was restarted and as a result the central nurse's station (cns) rebooted as well. The customer stated that when the cns restarted the display, the display screen is black and had no video input. The cns has one attached display and 2 remote displays. The customer called back and stated that they removed the 2nd hdd of the raid drives, and the cns was able to boot up with no issues, customer requested a new hdd to replace the corrupted one. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the last night the ups was restarted and as a result the central nurse's station (cns) rebooted as well. The customer stated that when the cns restarted the display, the display screen is black and had no video input. The cns has one attached display and 2 remote displays. The customer called back and stated that they removed the 2nd hdd of the raid drives, and the cns was able to boot up with no issues, customer requested a new hdd to replace the corrupted one. No patient harm was reported.